Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have a broken grip cable.

Event description:
It was reported that the cadiere forceps instrument was observed to have a broken tip and a broken wire. There was no report of patient involvement or patient injury. Follow-up was attempted to gather more information, but the customer was not able to provide any additional details related to the event/instrument.